Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure of initial surgery: t9/s2 posterior fusion pre-operative diagnosis of revision surgery: replacement of screw procedure used: performed extending from t9/s2 to t3/s2 it was reported that the patient underwent posterior fusion surgery. Post-op, due to loosening of the screw, patient suffered with proximal junctional kyphosis (pjk). Extension was performed as a result of the event.